Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that patient was currently being treated for a peritonitis infection. The pd patient's daughter stated the patient was currently on antibiotics to treat a peritonitis infection that was diagnosed on (B)(6) 2017. Daughter said that the cause for the infection was currently unknown. Medical records were requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal relationship between the patient¿s cloudy effluent, diagnosis of peritonitis and the fresenius products exists, there is no documentation in the complaint file supporting a possible causal association between the patient¿s complaint of cloudy effluent and the subsequent event of peritonitis. The etiology and causality of this peritonitis event is unknown per the patient contact. On 06/22/2017, per pdrn no sample had been retained and the lot number was unknown. There is a likely causality of the etiology of this peritonitis event being related to the pdrn identifying possible breaks in sterile technique by the patient and a progressive declining mental status with the decision made to transition patient to in center hemodialysis treatments.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis (pd) patient's clinic registered nurse (rn) this pd patient was reported to be undergoing antibiotic treatment for a diagnosed peritonitis event on (B)(6) 2017. The patient¿s contact (daughter) said the cause of the peritonitis infection was unknown and patient has continued performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy. On 06/22/2017 during a follow up call to the pdrn it was revealed the patient contacted her experiencing cloudy effluent and proceeded to have pd effluent culture performed in the pd clinic. Additionally the patient had a confirmed diagnosis of peritonitis on (B)(6) 2017 and treated in-clinic for 14 days total with antibiotic therapy. Furthermore, the pdrn stated the patient had a deteriorating mental condition recently and the peritonitis infection was likely caused by touch contamination break in sterile technique and it was possible patient became forgetful to utilize aseptic technique, such as prior to and during treatment: the patient did not wash his hands and did not don a mask. Per the pdrn as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient was transitioned to in clinic hemodialysis due to progressive deterioration of mental status.